Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was 111 mg/dl at the time of incident. Customer stated that he was the beach but was not by the water. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no frozen screen or button error alarm noted. The time and clock moved properly. The device had an unresponsive act button due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
The information provided in product code and common device name was incorrect with the initial report. The correct information has been provided with this report.